Manufacturer narrative:
Two opened probes were received with tip protectors, in a zip top bag, for the report of unusual sound with poor aspiration and cutting. The rfid tags of each returned probe were read and only one probe was found to be related to the reported lot number and will be investigated. The returned sample was visually inspected and found to be non-conforming with the needle slightly bent and orange/brown foreign material on the port face, in the port, and on the welded cap. The probe was then functionally tested for actuation, aspiration, and cut. The sample was found to be non-conforming for actuation and aspiration. The cut functionality of the probe was unable to be tested due to the actuation failure. No noise was observed during functional testing. The probe sample was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Wear marks and gouge marks were observed at several locations along the inner cutter. Dried foreign material was observed in the inner cutter. The sample was tested with a syringe and resistance was felt. A wire barely inserted into the aspiration path. The sample was retested with a syringe and resistance was still felt. Solid material is blocking the aspiration path and cannot be removed for further evaluation. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle assembly) was removed the probe was able to actuate. The complaint evaluation did not confirm the reported noise from the returned probe. The evaluation did confirm that the probe had an aspiration failure and also indicated that the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested, however, the observed actuation failure would have led to the reported cut failure. The cause of the aspiration failure is due to foreign material in the aspiration path. How and when foreign material was introduced into the aspiration path cannot be determined from this evaluation; however, the foreign material is most likely surgical material from the surgical use of the probe, as stated in the complaint details. The cause for the actuation failure is the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle assembly removed), the probe was able to actuate. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. No specific action with regard to this complaint was taken by the manufacturing site because the reported noise was not confirmed and the exact root cause of the foreign material in the aspiration path or the actuation failure cannot be determined from the evaluation performed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints will be continued to be reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. A sample was not received at the manufacturing site for evaluation for the report of probe making an unusual noise and poor cutting and aspiration; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the vitrectomy probe made an unusual noise and the aspiration and cutting was poor or decreased. The product was replaced and procedure completed with no patient harm